Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of "rate setting not working properly", when the incoming test was performed, there were fails on the rate dial function and it was attributed to the encoder being defective. It was further noted that the lower case and both bail covers were cracked. The unit was cleaned and inspected, the rate encoder, lower case and both bail covers were replaced and the device was tested on the automated test system and passed.

Event description:
It was reported that the external pulse generator's frequency setting did not work properly. The generator has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product was returned for service.